Event description:
In (B)(6) of 2019, I was in a two-week test period of the use of my first CPAP, a resmed airsense 10. This test period automatically increases air pressure to find the best level of pressure for your condition. On the morning of the (B)(6), I awoke to a pronounced hearing loss in my left ear. Context: (B)(6) years hold with zero history of problems with that ear. I have gone to multiple doctors with 12+ visits (including extensive testing/imaging) since the event with no durable success. The only thing that works is a high level round of steroids. There is speculation that the pressure from the machine reached a level that damaged the function of my eustachian tube, but this is not conclusive. Resmed would not speak with me to confirm or deny that they were aware of this potential side effect. However, I have reviewed academic papers that report similar outcomes. The end result is that it appears likely that this is a life-long consequence. I am hopeful that this prompts the FDA to investigate and protect consumers in some way in the future. Sn: (B)(4), ref: 37028, lot: 1403756, device number: 483 all the best, (B)(6). FDA safety report ID# (B)(4).